Event description:
The customer reported approximately two milliliters of diluent leaked from the probe and two milliliters of cleaner solution leaked inside the instrument during system shutdown involving the coulter hmx hematology analyzer with autoloader. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the probe wipe was leaking fluid. The fse noted the probe wipe was misaligned, and the probe wipe air cylinder was broken. The fse replaced the air cylinder and adjusted the probe wipe to resolve the fluid leak issue. The fse replaced the needle as a precautionary measure. Service activity was verified per the established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).